Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient had gastrointestinal bleeding (gi bleed) and product damage during impella 5.5 support. During pump implant, the physician had to surgically cutdown to close as a clot was noted at the profunda. Afterwards, tegaderm dressing was placed on axillary site as well as 3 point fixation with number side up on red plug, and the patient was then returned to intensive critical unit (ICU) for continued management. During support, gi bleed was continuously noted with bloody bowel movements. As a result, bivalirudin and anticoagulants were stopped and several units of blood and platelets were administered to the patient. Moreover, the patient ripped the impella catheter apart into 2 pieces at the red plug. The initial plan was to replace the pump, however, the patient deteriorated, despite inotrope/pressors, and did not want to be reintubated or proceed with care. Discussions were made since patient continued to endure active severe gi bleed, had undergone multiple previous failed weans and ultimately the decision was made to withdraw care per patient request. The patient subsequently expired.

Manufacturer narrative:
The investigation for the access site bleeding and product damage has been completed. The available logs from the case do not show any electrical pump stop alarms. The root cause of the product damage was determined to be use related on the evidence of the patient intentionally damaging device and refusing care. The root cause of the access site bleeding was not determined due to insufficient clinical details.